Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. The device difficult to activate, and a fluid leak was suspected. The device was explanted and replaced. No further patient complications were reported.